Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting the device into the anatomy was not confirmed. Analysis of the device indicated the guide, guide tube, and sheath were intact. In addition, there was hydrophilic coating present throughout the sheath surface and there was no kink or damage observed to suggest there was difficulty or resistance. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device insertion incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial proglide device through a 6-french sized access site, difficulty was encountered inserting the device into the anatomy. The device was removed over a guide wire and two additional proglide devices were attempted, but both devices incurred a needle-to-cuff miss. Both proglide devices were removed and the sutures from two additional proglide devices was deployed and set to the side. The access site was upsized to 14-french to accommodate the aaa device delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.